Event description:
It was reported that during a mastoid removal procedure at the user facility the straight medium saber attachment was overheating. No adverse consequences, no medical intervention, and no clinically significant delay were reported with this event. The same device was used to successfully complete the procedure.

Manufacturer narrative:
Additional information was received from the user facility indicating that no clinically significant delay resulted from this incident. Failure analysis is in progress; a follow-up report will be submitted once the quality investigation is completed. Evaluation in progress.

Event description:
It was reported that during a mastoid removal procedure at the user facility the straight medium saber attachment was overheating. As a result of the overheating, there was a surgical delay of an unknown duration. Attempts at follow-up with the account are still being made to obtain additional information.

Manufacturer narrative:
After follow-up with the account, it stated that there was no surgical delay associated with this event and the procedure was completed using an available backup set.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
It was reported that during a mastoid removal procedure at the user facility, the straight medium saber attachment was overheating. No adverse consequences, no medical intervention, and no surgical delay were reported with this event. A backup set was used to successfully complete the procedure.

Event description:
It was reported that during a mastoid removal procedure at the user facility the straight medium saber attachment was overheating. No adverse consequences, no medical intervention, and no surgical delay were reported with this event. A backup set was used to successfully complete the procedure.

Manufacturer narrative:
The comment of the straight medium saber attachment warming up was duplicated and confirmed. It was observed that widespread corrosion was affecting the bearings and collet. The attachment is not a repairable device and will not be returned to the user facility. Concomitant products: 5400130000 core sumex drill, serial # (B)(4). The reported event of the core sumex drill overheating was not confirmed during evaluation of the returned handpiece. No failures or malfunctions that may cause or contribute to the reported event were found during evaluation of the handpiece. Since the reported event was not duplicated with the returned handpiece, and no related failure modes were observed in the handpiece, the device was serviced for preventive maintenance and returned to the user facility.